Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the reporter for the patient (husband) contacted lifescan (lfs) alleging that his onetouch ultra 2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a successful follow up call to the reporter. The reporter stated that the alleged product issue first began on (B)(6) 2018. The reporter stated that the patient obtained alleged inaccurately high results of 285 and 238mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient takes insulin (self-adjuster) ¿novolog and lantus¿ and oral medication (metformin) to manage his diabetes and reported that he increased his insulin dose by an unspecified amount in response to the alleged product issue. The reporter stated that on (B)(6) 2018 (time unspecified) that the patient developed symptoms of ¿shaky¿. The reporter stated that, immediately after, the patient self-treated with food and drink. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.